Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has error 1870 which was unresolved with a battery change. No patient injury reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation determined most probable cause of a 1870 error code is the photo switch or motor. However, the reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.